Manufacturer narrative:
The result of our investigation is consistent with the customer's description of failure. During inspection, olympus detects varying-colored images (purple/green). By disassembling the device and testing the components individually, olympus can trace the image error back to the charged coupled device (r-unit). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: unacceptable tension in the area of the charged coupled device assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve" unacceptable tension around the charged coupled device assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined pre-existing damage to the charged coupled device assembly due to using a suboptimal adhesive device¿. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center for evaluation and the customer¿s reported problem was confirmed. The scope was found to have a green colored image defect. The problem was isolated to a defective charged coupled device (ccd)/imaging unit. The investigation is still in progress; therefore, the cause of the defective ccd cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed, during a therapeutic procedure the image from the customer's endoeye ii autoclavable video telescope became green. The intended procedure was completed successfully without any delay. No death or injury and no impact to patient or other was reported to olympus.